Manufacturer narrative:
(B)(4). The device was received and evaluated. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported event. There were no keystrokes, programming, use related or increased intra-peritoneal volume (iipv) events identified through the event history log. Therefore, a review of the event history log did not reveal any problems that were related to the reported issue. The external/internal inspection was performed on the device and it passed, along with all of the electrical testing. The device¿s pneumatic system was tested and all of the pressures were correct and stable. A short simulated therapy was done successfully. The evaluation of the sample resulted in no failure, malfunction or iipv events being identified that could have caused or contributed to the reported issue. The device was determined to meet the specifications related to the reported event. The reported issue could not be confirmed. The device was sent for servicing. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient was diagnosed with congestive heart failure coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and had not recovered from the event. The cause of the congestive heart failure was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. An event history log review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.